Event description:
Solution leaked from the connection between sleeved port and tubing. There was no patient involvement and no patient injury.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak during the drain stage, where solution leaked from the connection between sleeved port and tubing. The complaint cannot be confirmed and the assignable cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.